Manufacturer narrative:
Additional relevant info will be provided when the device eval is completed.

Event description:
Same pt as MDR ID: 1649384-2012-00087, 00088, 00089, 00122, 00123, 3003853072-2013-00052. It was reported that post-operative screw breakage occurred. The pt previously underwent a six level c2-t1 spinal fusion procedure using nexlink instrumentation. No screws were placed at c3 or c6. A routine f/u x-ray on an unk date revealed that a screw on the left side, t1 had a broken shaft, and it is not known/not reported when the breakage occurred. The pt is asymptomatic and has fused at the treated segments. No intervention is planned. The pt will undergo routine monitoring.